Event description:
Healthcare professional reported, "capsular contracture" baker grade IV, "chronic hematoma", ¿apparent larger volume compared to the right side¿ and "intact silicone gel implants with gel bleed" confirmed via MRI. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and capsular contracture, baker grade IV.